Event description:
A patient reported a loss or change of therapy. The patient stated she went to the bathroom all night on (B)(6) and didn¿t get any sleep. The patient stated she drank a lot of water, but stopped at about 7 pm. The patient stated she did not feel stimulation, but she would feel sensation in her big toe on occasion since implant. The patient stated when she increased stimulation on program 3 her big toe was ¿jumping¿ on (B)(6). The patient did not feel stimulation and therapy was on. The patient stated they changed from program 3 to program 4 and was feeling stimulation at 1.3 in the vaginal area. The patient noted change in symptoms were sudden in onset. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient was still experiencing the increased bathroom frequency and the stimulation felt in their toe. It was reported the patient changed from p4 at 1.7v to p1 at 0.1v, patient stated they would increase stimulation. No further complications were reported as a result of this event.